Event description:
It was reported that the patient has deceased on an unknown date. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of a partial lead was returned in one piece. Visual examination did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.